Manufacturer narrative:
No review of the complaint device history records and no device evaluation were performed since the product identifier could not be obtained and the involved graft was not available for investigation. No conclusion can be drawn.

Event description:
An 8mm of hemashield microvel double velour straight (unknown product details) was implanted in the patient by femoral popliteal bypass in 2004. Blood leakage was noted from the non-anastomotic area. The re-op was performed to replace the graft. It was unknown how much blood leaked. The surgery was finished with no adverse event.